Manufacturer narrative:
This report originally filed as 9612169-2025-01631. The lens was returned pressed into the well area of the lens case. A small amount of viscoelastic on the optic edge and haptics. The optic has cracks near the edge and a scrape mark that goes from the edge into the optic. This damage may indicate a plunger underride occurred. The lens was cleaned with klrp for further evaluation. The lens dimensions were acceptable, plan view, using an approved template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported delivery issues could not be determined. The lens had damage that may indicate a plunger underride occurred. Very little viscoelastic was observed on the lens. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implant procedure, the surgeon noticed implant stuck in incision during placement in the eye. The lens was removed with forceps, mark was noticed on the implant and replaced with non-company lens during initial procedure. The procedure was completed on same day.